Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in denmark, during a transcatheter aortic valve replacement (tavr) procedure using a sapien 3 ultra resilia valve via transfemoral approach, a balloon burst occurred during valve deployment. No issues with valve alignment were reported. During removal of the commander delivery system, resistance was encountered when attempting to reinsert the system into the esheath+ due to the balloon assuming a parachute configuration. The delivery system was subsequently cut and successfully removed from the patient using a snare. It was noted that a portion of the balloon separated and remained lodged within the esheath+. The patient did not experience any adverse clinical effects, remained stable throughout the procedure, and was ultimately discharged. Review of received imagery found that the balloon burst was confirmed. The distal tip with part of guidewire lumen separated (cut during removal). There appears to be missing balloon material.